Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the bus driver tightened the tie downs to tightly and broke the headtube cap on the caster, so it no longer rolls properly.